Manufacturer narrative:
The underlying cause could not be determined however the issue was confirmed for the bottom button coming off left side of harness. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Bottom button has come off left side of harness.